Event description:
Customer reported: we have found foreign matter in pouches of flo-thru. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body in the product pouch was obviously identified prior to use, so in this case there was no possible harm or injury of patient. If such type of malfunction or hazard would recur and user did not recognize the foreign body prior to use, it possibly can be transferred to the treatment site of the patient. In a worst case scenario, this may lead to a foreign body reaction and sterile vascular inflammation or thrombotic reaction which only in exceptional cases may cause serious harm or injury. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.

Manufacturer narrative:
(B)(4). Visual inspection of the complaint sample by baxter synovis observed a blue fiber (0.9mm) between the inner and outer pouches (no direct contact with device). Particulate analysis identified the blue fiber as paper. The complaint was confirmed. Batch record review by baxter synovis found no issues that could have contributed to this complaint issue. All product requirements were met and the lot passed all inspections. There were no issues and no scrap reported. Per baxter synovis, the product is inspected for foreign material at three points during manufacture. No trend was identified. Baxter synovis determined that no manufacturing defect was found, the root cause is indeterminable, and the issue is considered low risk. Per additional information received from baxter synovis, (B)(4) has been initiated to further investigate particulate matter issues. This is the first reported complaint of this nature for this product lot. The complaint will be kept on file for trending purposes.